Event description:
Per the clinic, the transducer was explanted on (B)(6) 2025, due to the patient's frequent need for MRI scans and to ensure compatibility. The patient was re-implanted with another cochlear device during the same surgery.